Event description:
Information received by medtronic indicated that connection with reservoir compartment was broken and retainer ring was missing. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Customer returned insulin pump for alleged cosmetic damage located at the retainer ring found on (B)(4) 2021. Device received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. The following were noted during visual inspection: scratched case, broken reservoir tube lip, detached retainer, pillowing keypad overlay, and minor scratches on lcd window. In summary, the customers alleged missing retainer ring confirmed by visual inspection where a missing retainer ring was noted.